Event description:
During the recent viva conference, a presenter reported on a previous case. As reported, the patient was treated with a gore® viabahn® endoprosthesis in a periscope fashion into the superior mesenteric artery, with a good procedural result. About a week later, the patient presented "with a dead gut" and then expired.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)